Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found within specification in relation to the customer reported issue of 'failed downstream occlusion test at 20.71 pounds per square inch (psi)'. The device was tested for downstream occlusion detection and alarmed within range. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test at 20.71 pounds per square inch (psi) on med setting. The event occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.